Event description:
Patient called in to lifewatch on (B)(6) 2010 and stated that on the 2nd day of wearing the device, she felt some shocks and a burning sensation. Lifewatch sent a replacement device. On (B)(6) 2010 to better understand the initial complaint the patient was contacted to respond to a patient questionnaire. The patient stated that the patches also known as electrodes caused red spots and she also felt a tingling from the electrodes. Patient stated that the patches also known as electrodes caused red spots and she also felt a tingling from the electrodes. Patient stated that lifewatch sent a new device but she continued to use the old one. On (B)(6) 2010, a follow up call was made to the patient at which the patient stated that she felt a tingling like small shock under her left breast. She stated it lasted one month after removing the device.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.